Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
Three tb-0535fc devices were used during a laparoscopic hepatectomy. About the first device, probe damage error occurred and the procedure was continued with the second tb-0535fc device. However, after about 1 hour use, short circuit error occurred. At that time, the ptfe pad of the second tb-0535fc device was melt and separated at the distal end of the jaw. The procedure was completed with third tb-05353fc device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received the first device. And as a result of omsc's investigation, it was found that the ptfe pad of the first device was severely worn and the coating of the jaw was partially come off on may 11, 2016. And it was also found that the probe of the first device was broken. However the probe was broken after the user replaced the first device and the probe breakage didn't occur while the first device was used for the procedure. This report is about the coating damage of the first device. Please cross-reference the following report about the ptfe pad damage of the first device: 8010047-2016-00699. And please cross-reference the following report about the second device: 8010047-2016-00518.